Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the main body (light blue) of a transfer set. It was further reported that the navy blue tip (female connector) of the transfer set could not be disconnected from the patient line of an amia cassette. This issue occurred after use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye, noted a female connector was separated from the main body. There were no evidence of damage or issues to the female connector. There was evidence on the female connector. An insert chip was present and possibly was dislodged, during disconnection. Functional testing including leak, clamp function, and clear passage testing was performed with no issues noted. The connection between female connector and patient connector was performed, with no issues noted. The reported device separation was verified. However, the disconnection issue with the female connector could not be verified. The cause of the separation was, due to inadequate solvent application during manufacturing. A nonconformance has been opened to address the separation issue. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.